Manufacturer narrative:
The actual device involved in the incident was not returned to the MFR to evaluate. Without the sample, a thorough eval could not be performed. No specific conclusions can be drawn.